Event description:
The customer reported that the system displayed a generator error message. This error message will likely cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as further repair information is unavailable at this time.